Event description:
It was reported that a revision surgery was performed to address an overcorrection associated with a tether construct. The surgeon did assert that the tether was the cause or a contributor to this event. No further information is available at this time. This is report two of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2023-00183 through 3012447612-2023-00186.

Manufacturer narrative:
H6 additional investigation type codes: 4109 and 4110. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: stage I, stage ii, and stage iii analyses confirmed the presence of frayed fibers and abrasive wear. Frayed fibers could be caused by normal use of the device, occur during removal, interaction with the screw and set screw, or during abnormal loading conditions. Stage iii analysis utilized enzymatic cleaning to remove biological material from the specimen as confirmed by optical microscopy and atr-ftir. Atr-ftir showed that the spectrum of the cleaned specimens were qualitatively nearly identical to that of an exemplar component, suggesting that the cord components have not experienced degradation. DHR review the lot number was not provided, so the DHR was unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed to address an overcorrection associated with a tether construct. The surgeon did assert that the tether was the cause or a contributor to this event. No further information is available at this time.this is report two of four for this event.